Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level level ranged from 73-74 mg/dl. In addition, it was reported that a cartridge error occurred during the load sequence. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.